Event description:
Reference MDR # 1219856-2010-00460 for the first event involving the same pt. It was reported that the intra-aortic balloon (iab) became stuck in the metallic sheath. As a result, a new kit was opened & tried, but the same issue occurred. The condition of the pt was unk at the time of submission. Additional info received by regulatory/technical guarantee on 7/01/2010 stated that the second iab was prepped & the md inserted a second super arrow-flex (saf) sheath over the existing spring wire guide (swg) that was in the femoral artery of the pt. As the md was inserting the iab through the saf sheath, the iab became stuck in the saf sheath. As a result, the md removed the iab and the saf sheath as one unit. The md requested a third iab for insertion. There was no reported pt death or injury. Medical/surgical intervention was not required. There were no reported pt complications. The pt outcome is listed as "still alive". Reference MDR # 1219856-2010-00462 for the third event involving the same pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.